Manufacturer narrative:
Device is a combination product. (B)(4).

Event description:
Same case as MDR ID: 2134265-2018-06642. It was reported that stent damage occurred. The target lesion was located in the calcified mid right coronary artery. A 2.50 x 16mm synergy ii drug-eluting stent was advanced but failed to cross the lesion and it was noted that the stent was damaged. The device was removed and a 2.50 x 12mm synergy ii drug-eluting stent was advanced but still failed to cross the lesion and damaged was also noted. The device was removed from the patient. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR: a synergy ii us mr 2.50 x 16mm stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent identified damage to the proximal and midsection of the stent; struts were bunched in a distal direction along the balloon. The remainder of the stent was undamaged. The undamaged crimped stent outer diameter (od) was measured and is within max crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the device identified multiple hypotube kinks. An examination of the shaft polymer extrusion found no issues. The bi-component bond showed no signs of damage. The tip was visually and microscopically examined and no issues were noted. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is operational context as the product meets the design and manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
Same case as MDR ID: 2134265-2018-06642. It was reported that stent damage occurred. The target lesion was located in the calcified mid right coronary artery. A 2.50 x 16mm synergy ii drug-eluting stent was advanced but failed to cross the lesion and it was noted that the stent was damaged. The device was removed and a 2.50 x 12mm synergy ii drug-eluting stent was advanced but still failed to cross the lesion and damaged was also noted. The device was removed from the patient. No patient complications were reported.